Event description:
In 2006, the lay reporter, the lay reporter's mother, contacted lifescan (lfs) alleging that the patient's one touch ultra meter would not power on. In january 2006, the medical affairs specialist (mas) spoke with the mother to obtain and verify the following information. The patient is treated with lispor and nph insulin three times a day at meal times. His insulin dosage is adjusted based on the meter readings. The mother last obtained a result of the reported meter on saturday january 7, evening; however, she did not recall the reading obtained. The mother attempted to test the patient's blood glucose with the meter on sunday, but the meter did not turn on. She said she continued to give the patient insulin but she did not recall the specific dosages given. In january the patient was acting hyperactive which is his typical behaviour when he is hyperglycemic. She attempted to test with the meter and it did not turn on. The mother took the patient to ER where a result "in the 270's " was obtained. The patient was treated with insulin and adjustments were made to his sliding scale insulin regimen. He was released to home from the ER. The customer service agent (csa) confirmed that the meter battery was less than one year old and was correctly installed. The csa walked the mother through pressing the power button and insertion a test strip all the way into the test strip port, the meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The mother told the mas the replacement meter was received. The patient's am result in january 2006 was 61mg/dl, which she stated was a good reading for him. The complaint is reported as an adverse event because the patient experienced hyperglycemia requiring medical treatment after his mother was unable to test with the product to administer insulin as necessary.